Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator provided inappropriate anti-tachycardia pacing due to oversensing of t-waves caused by a patient electrolyte imbalance. No changes or intervention was performed. The patient condition was stable.

Event description:
New information indicates that the t-wave oversensing was post paced t-wave oversensing.